Event description:
Event description guidant received information that during the implant procedure, this ventricular lead became dislodged while attempting to position the atrial lead. The patient experienced asystole and began to seize. The ventricular lead (4470) was disconnected from the device and the device was inadvertently knocked to the floor while attempting to reposition the lead. The device was not implanted. It was determined that the atrial lead had dropped into the ventricle. The atrial lead was attached in the ventricle and connected to a new device. The 4470 was explanted from the ventricle and another lead was successfully placed in the atrium. All measurements from both leads were within normal limits and the attempted lead was returned to guidant.